Event description:
It was reported by the treating neurologist that the vns pt developed an infection after recently having the generator replaced due to end of service. The pt was admitted to the hospital, and the device was subsequently removed. Good faith attempts to obtain additional info from the physician are underway.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.